Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Atrial tachycardia (at)/atrial fibrillation (af) episodes recorded with apparent oversensing of ventricular paced and ventricular sensed events.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of ventricular pace and/or ventricular sense events. The patient experienced their heart "racing." The lead remains in use and is continued to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.